Event description:
It was reported that a single day infusor overinfused by completing infusion in 18 hours or less instead of 24 hours. This occurred during patient infusion of morphine in a hospital. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the event occurred three years ago. As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.